Manufacturer narrative:
Insulin pump was received with the operating currents within specification and passed the self-test, unexpected restart error test, rewind, prime/compromised force sensor system test, excessive no delivery test, and displacement test. A test reservoir was installed and did not lock in place due to broken reservoir tube lip. Unable to perform the basic occlusion test, occlusion test, and the dat test due to reservoir tube lip damage. Insulin pump was received with partially broken reservoir tube lip, reservoir tube missing o-ring, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call that the reservoir will not lock into the insulin pump. The customer was hospitalized due to being sick and a high blood glucose level. Troubleshooting was declined. Her blood glucose level was treated in the hospital and she had an insulin pen that she was treating with. The reservoir housing was damaged. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.